Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported smoke and fire allegations were confirmed. The fse replaced the control board, checked the water circuit, adjusted the optical path and measured the energy, restoring console functionality. A risk review was completed and confirmed that the event of device-fire and device-smoking were defined in the risk documentation and are documented. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. After the field service engineer performed the ac control board replacement, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that smoke was coming out from the back of the console, and there was a glow of fire. The power was quickly cut off. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that smoke was coming out from the back of the console, and there was a glow of fire. The power was quickly cut off. The procedure was completed with another device. There were no patient complications.